Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a post implant check. The right ventricular lead exhibited high capture threshold and began to experience diaphragmatic stimulation all other values were stable. The physician repositioned the lead successfully. The patient was stable throughout the procedure and would continue to be monitored.